Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to load a new cartridge to resume insulin therapy as the cartridge alarm kept recurring. Cts confirmed that she used room temp insulin and removed air from cartridge. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.